Event description:
An error message was reported with the adc device. Customer received a "scan time out" error and was unable to obtain readings. Customer experienced loss of consciousness while at the doctor¿s office. The customer was provided glucose for treatment by a third party for a diagnosis of ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned (B)(6) reader was investigated. Visual inspection was performed on returned reader and no issues were observed. Attempted communication between returned reader and known good sensor . Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan time out" error and was unable to obtain readings. Customer experienced loss of consciousness while at the doctor¿s office. The customer was provided glucose for treatment by a third party for a diagnosis of ketoacidosis. There was no report of death or permanent impairment associated with this event.